Event description:
During the surgery physician used resolute integrity rx 2.50mm x 26mm to treat the lesion of moderate tortuosity, which was heavily calcified with a 90% stenosis in the proximal segment in circumflex artery. The device could not pass the lesion, which was pre-dilated. The device was removed. The physician used resolute integrity rx 3.0mm x 15mm instead, which was deployed successfully. The physician decided to make another attempt to place resolute integrity rx 2.50mm x 26mm but the device failed to cross again, additionally upon removal of the device it was noted that stent was dislodged and remained undeployed in the proximal circumflex. The physician followed with resolute integrity rx 3.50mm x30mm in order to crush the dislodged stent but the device would not cross. Finally the physician successfully crossed and crushed the stent with resolute integrity rx 3.00mm x 26 mm. The resolute integrity rx 2.50mm x 26mm states that device was removed from packaging per IFU and inspected prior use without any issues noted. The negative prep was performed with no issues identified. It was reported that the device did not pass through a previously deployed stent. There was no excessive force used during delivery and no resistance was encountered when advancing the device. No abnormalities in relation to lesion anatomy reported. Additional information from the cardiology report states that the attempt was to stent the second marginal branch of the circumflex but it was very difficult to go through, the stent struts were pulling back the stent. It is reported that the device in question was used as part of the "crush" stenting technique. There was no resistance encountered upon removal of resolute integrity rx 2.50mm x 26mm. At the time of the report patient was alive with no injury, symptoms or complications associated with the event.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (calcification, 90% stenosis, tortuosity). Inherent risk of procedure (stent embolization). No results available since no evaluation was performed (no device/procedural images returned for evaluation). (No device received for evaluation). Evaluation conclusion: device failure related to patient condition (calcification, 90% stenosis, tortuosity). Known inherent risk of procedure (stent embolization). (B)(4).